Event description:
Patient received first dose exposure of tepezza 10mg/ kg (794mg) on (B)(6) 2020. She phoned on (B)(6) 2020 to relay how she did post infusion. She felt fine the day of infusion (given in am) and the next day, but then felt very fatigued & tired. She also reported muscle achiness, but she also works out a lot, often twice daily. She stated her menstrual cycle is very consistent with bleeding x3 days-always. However, after receiving tepezza dose, her menstrual cycle lasted 7 days, which hasn't ever happened. Lastly, she stated that when she blows her nose, it bleeds. It does not active bleed, just when blowing nose. FDA safety report ID # (B)(4).